Manufacturer narrative:
Only the fractured distal portion of the 3maxc was returned for evaluation. Result: the penumbra system 3max reperfusion catheter (3max) was stretched and fractured approximately 25.0 cm from the distal tip. Conclusion: evaluation of the returned device confirmed that the 3maxc was stretched and fractured. This type of damage likely occurred due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The 3maxcs are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max). According to the information received, the patient was not under general anesthesia and was moving a lot. During the procedure, the physician used a neuron max 088 as the sheath and pre-loaded a micro guide wire into the 3max, which was then advanced through a penumbra system 5max ace reperfusion catheter (5max ace). The 3max was used for the first pass of the procedure; however, upon advancing the 5max ace to the thrombus, the 3max and the 5max ace became stuck. While withdrawing the 3max from the 5max ace, the physician experienced resistance and the 3max became stretched and subsequently broke off in the carotid artery. The broken piece of 3max was removed from the patient using a retrieving device and the procedure was completed using a new 3max with the same 5max ace. It was reported that the patient suffered an hemorrhagic complication which was attributed to the use of IV rtpa.